Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.